Manufacturer narrative:
Additional narrative: the device is available for evaluation, per the customer; however, the device has not yet been received by baxter. Should the device and/or additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported to baxter (B)(4) that a basal/bolus infusor overinfused during patient therapy in the hospital. The device was filled with 55 ml morphine hydrochloride (5ml) and normal saline (50ml). The actual flow rate was 1.1 ml/hr (4 ml/3.5 hours). The expected flow rate was 0.5 ml/hr. The patient control module (pcm) was connected during therapy, however, was not used. The temparature was 31 c. There is no report of patient injury or medical intervention. No additional information is available.